Event description:
The customer reported that the system displayed channel 8 and channel 15 error messages and would not boot up. The case was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.